Event description:
In 1997 pt augmented with siltex spectrum contour tissue expanders. No problems with further tissue expansion. In 2001 seen in office - rt implant deflated previous day. 19 days later pt underwent bilateral capsulectomy with removal of tissue expanders. Rt implant deflated. Lt implant intact. Pt was augmented with mentor saline implants with no apparent problem.